Event description:
"Same case as 9610175-2015-00001 and 9610175-2015-00002". It was reported the patrol feeding sets broke apart before they went around the pump's rotor. This begun to occur in (B)(6) 2014. When the patient missed a portion of his feedings; his blood glucose decreased to 38-54 mg/dl. The patient did not experience any signs or symptoms of hypoglycemia nor were there any reports of medical interventions provided to return patient to his baseline blood glucose level. It was reported patient weighed 45 kg in (B)(6) and at the end of (B)(6) 2015, he weighed 41 kg.

Manufacturer narrative:
Follow up for manufacturer report number 9610175-2015-00003 the method, results and conclusions for the sister sample returned by the customer is reported on the first row for patrol feeding set list number m433, lot# 26958vm. The sister sample revealed tubing separation; hence, the complaint was confirmed. The method, results and conclusion for the sister sample retained by abbott are depicted on the second row. It is noted the batch history record review of a retained sample by abbott for lot #96222vm showed no abnormalities per visual examination.

Manufacturer narrative:
(B)(4). Weight fluctuation. The device reported, list number (B)(4), is an abbott product that is marketed internationally, which is the same or similar to a device, list number (B)(4), that was marketed domestically. Abbott nutrition's standard procedure includes attempting to obtain all required information from the source. In this case, information was not provided for the following three batches were involved: (1) 26958vm (2) 27996vm (3) 96222vm the batch history record reviews were found to be accurate with no abnormalites.